Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was discovered on the preloaded intraocular lens (iol) after it was implanted. The scratch was located slightly above the trailing haptic and just lateral to the center. Account indicated that the iol was prepared immediately before insertion by the assisting surgeon using balanced salt solution (bss). The operating surgeon recalled that they had the impression there might have been slightly too little bss. There was no effect on the patient's vision, and the procedure was completed without further intervention. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: account indicated that the cartridge tip was not damaged. The balanced salt solution (bss) used during procedure was from a different manufacturer. The bss was at room temperature and it was introduced from the cartridge canopy. The plunger did not push forward, and the lens release time did not exceed 10 minutes. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.